Event description:
It was reported bd luer-lok¿ tip syringe had an impurity peak from high amounts of aluminum. The following information was provided by the initial reporter: "...high aluminum content detected".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: (B)(6). Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the eleven samples submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection and testing of the samples. No physical defect or foreign matter was observed during the visual examination of the samples. Fourier transform infrared spectroscopy analysis was performed on one of the stopper sample to determine if any amount of aluminum was present on the sample. The analysis showed that there was no notable presence of aluminum. Bd cannot determine a manufacturing related root cause since the defect was not confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported bd luer-lok¿ tip syringe had an impurity peak from high amounts of aluminum. The following information was provided by the initial reporter: "...high aluminum content detected"